Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including weight, bmi at the time of index procedure were any concomitant procedures performed? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical or surgical intervention performed including name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a right inguinal hernia repair procedure on (B)(6) 2023 and mesh was implanted. On the 11th day after surgery, there was fluid accumulation at the surgical incision, and secretion culture was performed to cultivate staphylococcus epidermidis. Clinical pharmacy consultation was requested, and local antibiotics were used for dressing change. After active dressing change, there was no significant improvement in the leakage at the surgical incision. On the 19th day after surgery, it was considered that the infection was caused by the placement of the patch or due to leakage and improper care. Part of the exposed patch was removed, and further dressing change treatment was strengthened. No further information was provided.